Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 37083-40, serial# unknown, explanted: (B)(6) 2016, product type: extension. Product ID: 37081-60, serial# unknown, explanted: (B)(6) 2016, product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient complained of pain at the lead and extension connection site on (B)(6). A revision was done and both extensions were explanted and replaced. The new extensions were connected to the patient's existing implantable neurostimulator (ins). After the extensions were connected to the ins, impedances were measured to be high and greater than 40,000 ohms. The hcp checked had checked to make sure all of the connections were good. The hcp decided to remove the entire system. The cause of the event was unknown. The issue was resolved at the time of this event and the patient was alive with no injury.

Manufacturer narrative:
Correction: please note that (B)(4) no longer apply to this report. Device evaluation: analysis of extension (B)(4) found no anomalies. The extension was tested with known good components in a saline solution and impedance testing found normal impedances on all circuits and electrode pair combinations. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.